Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an intermittent out of range signal. At the time of contact with dexcom technical support, there was no out of range signal from the device.